Event description:
Patient called to report adverse events involving his ams 800 urinary sphincter. Patient stated he was diagnosed with prostate cancer in 2002. Patient stated on (B)(6) 2003, he had an ams 800 artificial urinary sphincter implanted which he said worked well and lasted 13 years. Patient stated the device started leaking in 2016 and he had it replaced on (B)(6) 2016 with another artificial urinary sphincter. Patient said he experienced some leaking, so on (B)(6) 2017 the doctor replaced the cuff, which helped for a few days, but ended up leaking. Patient said on (B)(6) 2018 he had another artificial urinary sphincter implanted, but again the device leaked. Patient stated on (B)(6) 2018, he had the device replaced again, but still experiences some leaking after 2-3 hours. Patient stated he still needs to wear diapers and pads and doesn't feel he should have to live his life like this. Patient said he now has difficulty walking, gets tired, and has balance problems. Patient said he¿s had 4 artificial urinary sphincters implanted total and does not want another operation. Patient is frustrated as his first device worked fine for 13 years.